Event description:
The user's implant stopped working after sustained head trauma on (B)(6) 2026. Re-implantation is recommended since the user was getting benefit from the implant prior to incident. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported head trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received yet for investigational purposes.

Event description:
The user's implant stopped working after sustained head trauma in (B)(6) 2026. The user has been re-implanted.